Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "undesirable shortening of limb. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02846 /-05619 /-05620).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2008 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, damage to surrounding bone and tissue and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent a right total hip arthroplasty on (B)(6) 2011. Operative report received for the (B)(6) 2008 left hip revision noted the revision was due to pain, avulsion of abductor tendon, and leg length discrepancy. Operative report further notes the failure of the previous abductor tendon repair and impingement of iliopsoas tendon. The acetabular cup and modular head were removed and replaced with a competitor's cup and a biomet head. No revision has been reported for the right hip.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2008, due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility, swelling, damage to surrounding bone and tissue and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown PMA/510(k) number manufacture date ¿ unknown there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.